Event description:
Boston scientific was notified that approx 3 months following a successful mca aneurysm embolization procedure, the entire length of the stent stenosed. An angioplasty was then performed on the pt with a 2mm maverick balloon. During the end of the angioplasy procedure, the pt experienced a hematoma in the distal branch area of the mca.